Event description:
Pt reported that a comparison between their surestep meter and a hcp meter was 55 mg/dl (ss) and 117 mg/dl (hcp). There was no allegation of harm. The meter was not cleaned according to MFR's product recommendations.